Event description:
Healthcare professional reported left side capsular tissue with patchy chronic capsule inflammation and foci of dystrophic calcification, features are consistent with silicon leakage diagnosed via pathologic report. Device has been explanted.

Manufacturer narrative:
E1. Phone number continued: (B)(6). E1. Fax number continued: (B)(6). Additional, changed, and/or corrected data: a5, a6, b3.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported capsular tissue with patchy chronic capsule inflammation and foci of dystrophic calcification, features are consistent with silicon leakage diagnosed via pathologic report. This record is for the left side. Device has been explanted.